Event description:
Us distributor contacted zoll to report that a patient was treated while in the hospital. The patient received an unknown treatment 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Loss of cardiac signal occurred during monitoring. The post-shock rhythm is not visible. The lifevest only delivered a 4-joule shock. The therapy electrodes were not properly on the skin. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. As reported the patient is not able to operate the lifevest due to her dementia. She is not able to follow instructions. The patient is always pulling and tugging on the lifevest and tries to remove it. No injury was reported from the treatment. The patient was in the hospital prior to the event, during the event, and remained there following the event. No deficiencies were alleged against the device. Reporting out an abundance of caution.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) ((B)(4) per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.